Event description:
It was reported that a 512s was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument did not fire (arm). There was no consequence to the pt.